Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that a patient presented with no capture, high/unstable thresholds and oversensing on the right ventricular (rv) lead. It was discovered on x-ray that a patients right ventricular (rv) lead had dislodged. A lead revision was initiated and the physician was unable to reposition the lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: rvdr01, implantable pulse generator (ipg), implant: (B)(6) 2013; model: 9529, implantable cardiac monitor, implant: (B)(6) 2013. (B)(4).